Manufacturer narrative:
The intraocular lens (iol) within the preloaded delivery system was returned to the manufacturing site for investigation. Visual inspection at 10x microscope magnification was performed. The lens was observed in the preloaded lens housing/cavity. White foreign particles were observed on the lens optic zone. There were loose particles observed on the lens optic body compatible with handling of the device. No other defect was detected on the lens optic zone. The reported issues debris/particles, foreign material were confirmed on the returned lens sample. The foreign substance was submitted for analysis by fourier transform infrared (ftir) spectroscopy in order to identify the material. Ftir analysis of the foreign material shows that it is abs. According to manufacturing documents, the plunger component material is rtp 600 abs 348. Based on the ftir results, the complaint reported was verified. Manufacturing record review: a review of the manufacturing records was performed. The manufacturing record was evaluated and the devices were manufactured within specifications. The units were released according to specification. Manufacturing controls require that lenses are 100% cleaned and inspected at 10x microscope magnification. The visual inspection specifications for defects are defined to release lenses within specifications and in compliance with the product intended use. A search on complaints revealed that no other complaints for this production order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions, precautions, and warnings for the proper use and handling of the product and states that if any defect is noted, to not use the device. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). If implanted, give date: not applicable as lens was not implanted. If explanted, give date: not applicable. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that there was an optic defect and a foreign material/body on the lens, model pcb00. No further information was provided.